Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿. This record is from the left. Device was explanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedures, creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Event description:
Healthcare professional reported ¿rupture¿. This record is from the left. The device was explanted, replaced and has been returned.